Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens into the patient's right (od) eye on (B)(6) 2016. On (B)(6) 2021 the lens was explanted due to lens opacity psc. The reporter states, "posterior subcapsular polar age-related cataracts." Phaco-emulsification and iol implantation was performed. H6-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Product code: unk; esubmitter software does not allow for a blank/unk entry. Claim# (B)(4).

Event description:
Reportedly an implantable collamer lens was explanted due to "post-visan cataracts." Attempts to obtain additional information have not been successful.